Event description:
Seven months later, it was reported that the low, out of range shock impedance appeared to be from daily measurements performed while the patient was having their back treatment. Additional testing validated this as normal measurements were noted when testing was performed while the patient was not having the back treatment, however when impedances were tested while the patient was having back treatment, the measurements were less than 20 ohms.

Manufacturer narrative:
--

Manufacturer narrative:
There is no further information available. Should additional information become available, this report would be updated.

Event description:
--

Event description:
Approximately four years later, the device was explanted and replaced with a competitor product. The reason for explant was listed as elective replacement. There were no additional allegations or complaints and no adverse patient effects were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory log found no irregularities. The last year of implant, the shock impedance values were normal. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a red alert was detected on this right ventricular defibrillation lead due to a low shock impedance measurement that was less than 20 ohms. Impedances have been steady otherwise. The sales representative performed some testing with isometrics and pocket manipulation and was not able to recreate the low impedances or noise. The patient is scheduled to come in during the next week for defibrillation threshold testing for further evaluation. No adverse patient effects were reported.

Event description:
One week later the patient came in for a nips induction test and shock lead impedances were normal. The sales representative is looking into this issue further as the patient uses a tens unit and would like to see if the daily measurements correlate to when the patient was using the device.